Event description:
It was reported that during an unspecified procedure, a balloon rupture and a tip detachment occurred. The lesion was located in the right brachial artery. The physician was treating an instent restenosis of an existing unk stent placed at a different facility. On the first inflation, the balloon was inflated to five atmospheres and ruptured. The tip detached from the balloon and was snared out successfully. They were finished with the case at this point. Pt status is listed as fine with no complications reported.